Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
Consumer reports that upon removal a tampon came apart inside her and she was able to remove the remaining pieces. This is a non-us product malfunction. This event occurred in (B)(6).